Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response during testing. The insulin pump was unable to determine root cause. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call keypad anomaly on the insulin pump. Customer's blood glucose level was 23 mg/dl. Customer was hospitalized as a result of low blood glucose and keypad anomaly. Customer advised the buttons are stiff and hard to press. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.